Manufacturer narrative:
The user reported pain in the insertion arm between the insertion site and the shoulder, first noticed on (B)(6) 2026. The issue is not related to tegaderm or steri-strips. The user stated that the pain is getting worse. Although it was initially indicated that the hcp was unaware, the user later confirmed they informed their hcp and were advised to take meloxicam. Per dms, the user is currently using the system with up-to-date information. As the symptoms are progressing, the user should be advised to follow up again with their hcp for reassessment. The user should also be instructed to seek urgent medical attention if they experience increasing swelling, spreading redness or warmth, fever, numbness, tingling, weakness, or severe or rapidly worsening pain. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.

Event description:
Senseonics was made aware of an incident where user reported pain in the insertion arm between the insertion site and the shoulder, first noticed on (B)(6) 2026. The issue is not related to tegaderm or steri-strips. The user stated that the pain is getting worse. Although it was initially indicated that the hcp was unaware, the user later confirmed they informed their hcp and were advised to take meloxicam. Per dms, the user is currently using the system with up-to-date information.